Event description:
IT WAS REPORTED THAT DURING A THERAPEUTIC ENDOSCOPIC MUCOSAL RESECTION PROCEDURE, THE SINGLE USE LIGATION DEVICE LOOP WOULD NOT RELEASED. A LOOP CUTTER WAS USED TO CUT AND REMOVE THE LOOP, AFTER WHICH THE PROCEDURE WAS COMPLETED USING ANOTHER OLYMPUS DEVICE WITH A DELAY OF ABOUT 30 MINUTES. NO PATIENT INJURY, ADVERSE HEALTH EFFECTS, OR OTHER HEALTH HAZARDS.

Manufacturer narrative:
THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Event description:
Additional information received from the customer stating the location of the lesion was in the sigmoid colon.

Manufacturer narrative:
Updated fields: B5, D10, H2, H6, H7, H9, H11.Corrected fields: D4, H6 health effect clinical code corrected from initial.This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to Olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred due to increased friction between the wire section and the sheath section, preventing the hook from being extended and making it impossible to release the loop.The factors related to frictional resistance are the following, and it is inferred that the total frictional resistance due to these factors was large. -Scope angle.-Meandering state of the scope tube.-State of sheath from the forceps channel to the vicinity of the HX-400U-30 handle unit.Even if the sum of frictional resistances is small, the same event is likely to occur if the slider is pressed quickly.Olympus will continue to monitor field performance for this device.